Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 01-mar-2023. Sample and photos received for investigation. Upon visual evaluation, damaged packaging was observed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Thirty two retention samples from the same lot were evaluated, no defects or issues observed. Possible root cause for damaged packaging is misalignment between the forming and sealing tool. Action will take place to define maximum height for adjusting the lower sealing tool and manufacturing personnel have been notified of this incident to increase awareness of this matter. H3 other text : see h10.

Event description:
It was reported while using bd plastipak¿ luer-lok¿ syringe holes were found in the packaging of 3 units. There was no report of patient impact. The following information was provided by the initial reporter: 3 of batch 2077031 with hole in packaging.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd plastipak¿ luer-lok¿ syringe holes were found in the packaging of 3 units. There was no report of patient impact. The following information was provided by the initial reporter: 3 of batch 2077031 with hole in packaging.